Manufacturer narrative:
A customer informed arjo that one of the side rails of the citadel plus bed frame detached. No injury was reported. An arjo representative visited the customer to conduct an inspection of the device. The service technician observed that the detachment occurred by the disconnection of the lower arm of the side rail mechanism due to a missing pin. According to the information provided by the customer's representative, the circumstances under which the bed was damaged are not known. The review of post-market surveillance data and the investigation carried out at the manufacturer¿s site revealed that the main factor which can lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with side rail condition as it was mechanically damaged. The instructions for use for the citadel plus bed frame (document number: (B)(4) in "preventive maintenance" section instructs the user to: "check operation of side rails daily". If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. To conclude, the arjo citadel plus bed frame failed to meet its performance specification as the side rail of the device was detached. The circumstances under which the malfunction occurred remain unknown. The complaint was assessed as reportable due to the side rail panel detachment from the side rail mechanism. No injury was reported.

Event description:
A customer informed arjo that one of the side rails of the citadel plus bed frame detached. No injury was reported. An arjo representative visited the customer to conduct an inspection of the device. The service technician observed that the detachment occurred by the disconnection of the lower arm of the side rail mechanism due to a missing pin. According to the information provided by the customer's representative, the circumstances under which the bed was damaged are not known.